Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/17/2013 with the following findings:. The pump black box showed that all of the pump rewind steps were a result of powering on the pump or cartridge changes. There were no unexplained motor rewind events in the pump history. The pump battery compartment was confirmed to be intact. No battery cap was returned with the pump; a test battery cap was used for testing. The pump was exercised for 24 hours without power or rewind issues occurring. The pump load step was performed multiple times with no issues. The pump was opened and there was no evidence of any contamination or loose internal components. The reported issue was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was rewinding without user intervention. The reporter indicated that the pump beeped and when the reporter looked down the pump was rewinding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.